Event description:
It was reported that a white particulate matter was observed in the tubing of a large volume infusor. This was identified after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection on the returned unit via the naked eye noted a clear white particle, measured to be 0.53 mm in length and 0.25 mm wide, embedded in the material of the tubing line. The particle was not in the fluid path because it was embedded in the material of the tubing line. The particle was identified to be polyvinyl chloride (pvc) via ftir (fourier-transform infrared spectroscopy). Pvc is the material of the tubing line. The reported condition was verified. The cause of the condition was related to the manufacturing process. Particulate matter (pm) that is not in the fluid path is unlikely to cause harm as this issue does not impact the sterile pathway. Pm outside of the fluid path does not impact the product delivered to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.